Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent tvh and posterior colpoperineorrhaphy due to sui, rectocele, cystocele and relaxation of pelvic outlet. It was reported that following insertion the patient experienced cramping pelvic pain, frequent infections and recurrence of incontinence. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4).